Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, the patient reported pairing message repeating on mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. Data investigation could not confirm a pairing message repeating but did confirm a failed transmitter on (B)(6) 2018. A root cause could not be determined via data. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.